Event description:
Information received with return of the explanted device notes that the device was found in back-up mode. A software download was unsuccessful. The device had previously been in back-up mode a few days post implant, but a download was successfully performed at that time. There were no conse- quences to the patient.